Manufacturer narrative:
(B)(4). Manufactured on february 27, 2014 to march 4, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection identified white particles approximately 0.20 and 0.25 mm in size. A fourier transform infrared spectroscopy scan determined that the particles were acrylic. The cause of the particulate matter is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter inside the balloon. This was discovered during filling with an unknown solution. There was no patient involvement. Additional information was requested and is not available.